Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: the product code is unknown; therefore, the UDI is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported by the affiliate in (B)(6) that during anterior and posterior cruciate ligament surgical procedure, it was observed that the pump device started to increase the water pressure and the tube with the inflow tubing was completely filled. According to the reporter, the installation of the pump was started using inflow tubing, where the initial purge was performed and the system worked. However, when the procedure was already going to start, the pump automatically activated the suction function (only) and when opening the key to set up the total system with the sterile tube set device intermediary connected, the event occurred. It was reported that the surgery was prolonged for 20 minutes. It was not reported if spare device were available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. No root cause is available as the product reported to us is unknown per our records. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: the product code is unknown; therefore, the UDI is unknown.